Manufacturer narrative:
Report date: 24jan2019. Date rec'd by MFR: 23jan2019. The customer requested a routine preventive maintenance and during testing, the battery test failed. Review of the device history record indicated that the ventilator battery has reached the useful life and therefore, it is required to be replaced. No further investigation can be performed. The ventilator received the routine preventive maintenance. The ventilator passed all testing and operated within the manufacturing specifications. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 29nov2018. A follow-up report will be submitted once the investigation is completed.

Event description:
The customer reported the ventilator failed battery testing. The ventilator was not in use on a patient at the time of the event. The event date was not specified; estimate used.